Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. A review of the share logs was performed and a loss of connection was not found. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.